Event description:
Paramedics used the device for routine ECG monitoring of a patient diagnosed in second degree heart block. The device allegedly displayed only dashed lines when attempting to monitor in lead ii. Disposable defibrillation/pacing/ECG electrodes were subsequently used to successfully monitor the patient's ECG during transport to the hosp. There were no adverse affects to the patient reported as a result of the alleged malfunction.